Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that prophylactic replacement of the right ventricular lead was planned to coincide with a routine device change-out. During the procedure to replace the lead, the physician was unable to advance a stylet past the lead's right ventricular coil. The lead was removed successfully through the use of mechanical lead extraction tools, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.